Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test during normal use. Customer's blood glucose was unknown. The customer was advised to insert a new battery and again alarm. Customer insists on a replacement pump. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The insulin pump was received with normal sleep current. No unexpected low battery or failed battery test alarm during our testing. The detail trace and pump history confirmed that no unexpected low battery or failed battery test alarm anomaly was noted. The micro timer was functioning properly. The insulin pump had scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay and minor scratched lcd window.